Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from finland alleged discrepant results generated when testing a patient sample with cobas sars cov-2 test for use on the cobas® liat® system systems when compared to the results generated with the cobas® 8800. The sample was tested with the cobas® liat® system and generated sars-cov-2 positive, influenza a negative and influenza b negative. Upon a retest with the cobas® 8800 the result was negative. No additional information was provided whether the two results of the sample from the cobas® 8800 was reported to the patient. No harm is alleged. An investigation is currently ongoing

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
No issues were identified during the investigation and no systemic reagent lot trend was suspected. Furthermore the sample was not requested back as the information seen in the runs indicated both samples are in the lod range and therefore the results are expected to waver upon repeat. (B)(4).